Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that one infusor elastomeric device was observed with a leak. According to the report, the customer stated that they observed a leak between the cap coil and the fill port during filling. This condition was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. A leak test was performed and a leak was observed coming out of the fill-port; the condition was confirmed. The cause of the reported condition was determined to be due to a clear polycarbonate particle located under the check-band. Should additional relevant information become available, a supplemental report will be submitted.